Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion however upon receipt at guidant's reliability assurance laboratory it was discovered that this device did not meet longevity based on programmed parameters.